Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The reported information, which included a report that the patient was hospitalized for unspecified reasons was reviewed. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to get assistance with bypassing drain 0 due to being empty. The patient stated they did a manual at the hospital earlier today. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient was admitted to the hospital but further details were not provided. Additional information was requested but not received.